Event description:
It was reported that during a hernia repair procedure, the device misfired. The clips would not come out. Got a new device to complete the procedure. No further details are known. No pt consequence reported.

Manufacturer narrative:
(B)(4). Sticking jaw/cam. Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications; the instrument was noted to have sticking issues. The instrument locked out as intended but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.